Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer 16 latch will not shut down. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that auxiliary full-height matrix drawer 16 was unable to lock. Upon inspection, the latch on drawer 16 was identified as defective. The fse removed the faulty latch and replaced it with a new one. Cubex support was contacted, and the agent confirmed that the drawer was functioning properly. The user verified functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.